Manufacturer narrative:
This MDR is part of the FDA voluntary malfunction summary reporting program. The devices were evaluated in the field and the issue was confirmed; the devices had broken/damaged components. The devices were repaired and returned. There were no defects found that would cause the cot to drop. It is likely the cot drop resulted in the damage that caused the height to not be able to be adjusted. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, where it was reported the lift collapsed. There was no patient involvement.